Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump over infused. It was reported that the patient was hooked up to the pump in the morning and after an unspecified amount of time on that same day, the pump alarmed for empty. Subsequently, the patient was disconnected from the pump and the pump was turned off. When it was turned back on, per the reporter, it displayed: 100 ml/hr, given 100ml, air detector off, upstream occlusion sensor off, lock out level 0. It was reported that on inspection, the cassette was empty. The patient dose was 1800 mg to be infused over 48 hours. The patient's oncologist was notified at the time of the incident and no further pharmaceutical intervention was done; the patient was to return to the infusion center daily for a complete blood count. No adverse patient effects were reported. The pump was inspected and recertified in house by the reporter.